Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/delivery and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer also reported to have received a no delivery alarm. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. Customer had symptoms of dry throat and nausea. During troubleshooting, it was found that there were tiny air bubbles in infusion set. It was also found that insulin pump had a crack at battery compartment. After troubleshooting, customer was advised that insulin pump would need to be replaced.